Event description:
During a saphenous vein removal procedure, the stripping olive locking head detached from the rest of the device. The object was removed from the pt through a cutaneous incision at the third midpoint of the leg.